Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received hardware low level failures alert while he was being assisted wit self test for blood glucose level. Blood glucose value of the customer was 64.8mg/dl. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
The device passed displacement test and self test. Pump error 63 confirmed in pump history with variable (003) due to cold solder joint at u1 keypad assembly. The device was programmed with a test glucose meter. The unit received properly the value of 3.1 mmol/l. No meter / pump communication anomalies were noted.